Event description:
A nurse reported 4 out of 9 pts who underwent cataract extraction surgery with intraocular lens (iol) implantation in late 2008 experienced "raised iop". It was reported the patients received medical intervention (the type of medical intervention was not specified). It was reported the symptoms had not resolved. Additional info has been requested.

Manufacturer narrative:
The lot number(s) used in the procedures are not known. Possible lot numbers associated with this report are 07j29r, 08c12f, 08c12g, 08g28k and 08e26t. Batch record review of possible lot numbers used showed that all test results were within specification. There have been no other complaint reported for these lot numbers. Additional info has been requested.